Event description:
It was reported that during an unk procedure, intruments fired, but the clips failed to close on the skin. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.